Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd safety-lok¿ syringe with detachable needle had scale marking issues found before use. There was no report of injury or medical intervention noted.

Manufacturer narrative:
Investigation conclusion: seven samples were received, six of them were in sealed packages and one was loose without the package. Samples were confirmed to be from lot 7212671. The samples were visually evaluated, these samples have no legible scale mark, thus, the defect noted by end user, can be confirmed. Manufacturing date for batch 7212671: 08/04/2017-08/06/2017, batch size was (B)(4). A quality notification was created on 8/04/2017 due to blank barrels found during processing, affected product was scraped and machine adjustments were performed prior to resume production. Batch 7212671 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: the defect is confirmed based on sample evaluation. Root cause is undetermined.